Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the patient data captured using an external power source showed normal characteristics prior to the explant procedure. However, the device exhibited excessive sleep current drainage due to u3 asic damage after the explant procedure. This type of damage occurs when the ipg is exposed to high-voltage transients. It was reported that electrocautery was used during the explant procedure.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively.